Manufacturer narrative:
In follow up 2, the alert date was wrong. Correct date 6/1/2015.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA, alleging that their onetouch verio iq meter had displayed an unknown error message. The complaint was classified based on additional information which was obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient stated that the product issue started at 6:30am on (B)(6) 2015, and it had been ongoing intermittently since then. The patient manages their diabetes by taking humalog insulin with their meals, based on the blood glucose readings provided on the subject meter. The patient did not take any action as a result of the product issue starting. ¿two weeks¿ after the product issue first occurred, the patient stated that their legs had ¿swollen¿ and were ¿bleeding¿. The patient associated these symptoms with their blood glucose being high, and as a result increased their insulin dosage (by an unknown amount) and reduced the amount of food/drink they were consuming for about ¿one week¿ until these symptoms abated. The patient does not have a backup meter which could be used to test their blood glucose levels. At the time of troubleshooting the cca noted that the patient did not have testing supplies to walk through a retest in order to try to resolve the issue. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of an acute complication of hyperglycemia as a result of the lfs meter, nor did they receive medical intervention for this condition. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The patient¿s meter has been returned on 4/10/2015 and evaluated by lifescan product analysis on 4/16/2015 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings:the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.